Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently on shipping from switzerland to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Bmi device history record (DHR): reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility ((B)(4)): too fast flow, deviation of more than 20%.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, empty easypump ii lt 125-25-s without packaging. The provided sample was taken to a visual inspection. As-received condition the clamp clip was closed and the patient connector was closed with a red closing cone. Damages or other deviations were not detected. After opening the big white top cap we detected crystallized drug residues and solution at the filling port (lli-cone) and crystallized drug residues at the patient connector (lla-cone) of the sample. In addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore the pump was filled up to the nominal volume of 125 ml with nacl 0.9 %. After starting the pump and waiting for 60 minutes the pump did work immediately (solution was running immediately). After these 60 minutes leakages were not detected. Moreover, the flow rate of the pump was tested. Nominal: 5 ml/h. Actual: 7.9 ml in 1 h; 15.5 ml in 2 hrs; and 86.4 ml in 16 hrs. The decisive value to evaluate the flow rate will be measured approximately at the half of the pump running time. This value is within the specification at the tested sample. The flow rate of the inspected pump is accordance with our requirement.